Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs), alleging that the onetouch ultra2 meter is giving inaccurate results of ¿86, 120, and 161 mg/dl¿ compared to normal reading/feeling. This complaint is classified according to the documentation of the customer care advocate. According to the reporter, she received the alleged readings on (B)(6) 2013, at 7:30 pm. She managed her diabetes as usual based on the lfs meter readings. By 8:30 pm, she felt symptoms described as ¿nauseous, shaky, and weak.¿ she was able to administer self treatment with food/drink. During troubleshooting, the reporter confirmed that the unit of measurement was correctly set. There was no product misuse. The test strips were within the discard date. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia while the patient managed her diabetes with the lfs meter. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (02/06/2014) the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.